Manufacturer narrative:
(B)(4). Batch: r5aw9l. Investigation summary: the analysis results found that one pcee60a device was returned with the knife slot damaged and with not reload loaded on the device. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic pneumonectomy, the device was fired clamping forceps with the target tissue by mistake, and the surface of the anvil jaw peeled off. The event occurred at the second firing on the lung. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.